Event description:
It was reported that the device had a potential performance issue; battery depletion was noted in 4.5 years. It was also noted the right ventricular lead output had been programmed to 3.0 volts at 1.0 milliseconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.